Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 580 mg/dl. The customer was treated with an insulin drip and then transferred to another hospital. The blood glucose reading at the time of her second admission was 226 mg/dl. The caller stated that she was experiencing nausea and dizziness. Troubleshooting was performed. The time, date, settings, and programming were correct. Assisted the customer to run the fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to change the entire infusion set and reservoir. The customer called back and requested to perform once again the high pressure test and the insulin pump did not alarm no delivery. The customer did feel uncomfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a missing end cap sticker.